Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the us of peritonitis in a male home patient (hp) on (B)(6) 2012, the hp was hospitalized for pneumonia. While in the hospital the hp was diagnosed with peritonitis. The peritonitis event was treated with antibiotics (drug names, route of administration, dosage not reported). The hp was discharged from the hospital on (B)(6) 2012. The hp has recovered from this peritonitis event and is still performing pd therapy. The cause of the peritonitis was a touch contamination during the hospitalization. It was not reported if the hp was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn stated that the homechoice patient (hp) did receive retraining on proper aseptic technique. The pdrn also stated that the touch contamination/ use error was not the fault of the hp. The contamination that occurred was the fault of the hospital staff that was caring for the hp while he was in the hospital. The pdrn stated that there is retraining in aseptic technique being done for the hospital staff.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.